Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and other spasticity. It was reported that the pump implanted in (B)(6) 2016 was explanted due to an infection at a previous date by a different hcp. The details of the explant were unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the system was removed on (B)(6) 2016 by a healthcare professional (hcp) via a manufacturer¿s representative. Additional information was received from other hcps on 2016-dec-15 and 2016-dec-20. One hcp reported they were not involved in the patient¿s case prior to explant and indicated that the entire system was explanted due to the infection. The other hcp reported more information on 2016-dec-20. It was reported that the intrathecal catheter was placed on (B)(6) 2016 and the pump was placed on (B)(6) 2016. The patient first started exhibiting the signs of the reported infection on (B)(6) 2016 and then on (B)(6) 2016 it was worse and the patient was sent to surgery. The patient experienced drainage and had a small open area at the bottom of the abdomen/pump site. A culture and sensitivity test was performed as diagnostics related to the reported infection, but no results were reported. It was indicated that there was no device issue that led to the reported infection and that it was a ¿p.o. Infection¿ at the abdomen pump site. A telemetry print-out of the pump logs was sent in of the pump settings prior to implant when water was still in the pump and the pump was still in shelf state. Spastic paraparesis was included in notes received from the lfc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.